Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion screen following a reboot. A technical support specialist (tss) coordinated with the field service engineer (fse) regarding the station after reimage during the version 11.1 upgrade and identified that the station was offline in remote support service and unable to synchronize. The tss validated the proxy and network configuration against a known working station and identified incorrect dynamic host configuration protocol settings in a static environment. The tss updated the station to static addressing and aligned the network configuration, restoring connectivity and enabling successful data synchronization. The tss confirmed that the field service engineer reimaged the station to version 11.1 as required, verified proper system functionality and remote access, and monitored the system for stability. The tss noted that no further issues were observed during the monitoring period and confirmed resolution, after which the case was closed. The system functioned as intended after technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system became stuck on the carefusion screen following a reboot. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.